Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the touch display of the video system center was blacked out. The issue was found during maintenance. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device review, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report was not confirmed. The device was tested for 6 days, and the issue was never documented. However, it was noted that an e107 error was present on the display due to an intermittently defective led unit. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe that the e107 error is the result of a faulty led unit. A potential cause for the user¿s initial report could not be speculated as the failure was not observed during testing. Olympus will continue to monitor the field performance of this device.